Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicated that the device is 32 years old and was last returned to the MFR for repair on 09/29/1999. Visual inspection of the device revealed that the side plates and the screw on the ratchet handle were loose and there were large micks on the cutter. The ratchet gears were also loose and did not ratchet well. Prior to repair the unit was determined to be out of calibration on the left and right side. However, the device produced an acceptable test mesh. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii was not cutting into the dermacarriers all the way to the end. Add'l clinical f/u with the customer indicated that the section of the graft that had not been meshed completely was manually perforated using a surgical blade and was transplanted for intended wound coverage. There was no discernable increase in procedure time and alternate devices were immediately available if necessary.